Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set would not flush. The set was removed and replaced a new one. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.